Event description:
A malfunction alarm was reported with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and contact support if the issue reappears.